Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the 3d endoscopic image was not displayed. The service department of olympus korea (okr) checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus (B)(4). The inspection of the subject device by (B)(4) confirmed followings; universal cord was deformed. Video cable was deformed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) there was the possibility that the reported phenomenon was attributed to the following causes. One of the two objective lenses was dirty. Abnormality of electric signal due to damage of the ccd unit. Abnormality of the video system center or the cable used with the subject device. The user might have viewed the monitor from an angle which was impossible to make visual recognition of a 3d endoscopic image.